Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A log review for the reported procedure does not show that a da vinci stapler product was used.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure for renal cancer, after stapling the renal artery with a white reload, the staple line was incomplete causing bleeding that required intervention. While stapling the renal artery off the aorta measuring around 1cm in diameter using a white reload brisk bleeding occurred through the staple line immediately, it was believed to be the middle of the staple line. Blood loss was minimal. This required additional intervention to control. There were no error messages or complications during the firing sequence. Slight tissue tension was applied prior to stapling as the only way to staple the renal artery is by lifting the kidney. The surgeon was able to grab the stump of the renal artery quickly before it effaced and unraveled the staple line. A weck clip was applied below the staple line due to the short stump of the aorta. This is a contraindication to the use of the weck clip, specifically a black box warning, but no other option was available. There was significant concern postoperatively whether this clip would hold or whether it may pop off from the pressure and the patient would have a delayed catastrophic bleed. However, this did not occur, the patient is stable, and no postoperative complications occurred.